Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (cts), however, customer declined to complete the check. Customer resumed insulin therapy on the pump and has backup manual insulin therapy if needed. Customer¿s blood glucose level was 213 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.